Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. The patient underwent another procedure on (B)(6) 2010 and miniarc and elevate were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted. It was reported that the patient underwent lavh, bso and posterior repair on (B)(6) 2008 and on (B)(6) 2010 a&p repair and bilateral sacrospinous ligament suspension.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent rectal repair on (B)(6) 2008. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.